Manufacturer narrative:
Hoya surgical optics is trying to get pt info from the surgical facility.

Event description:
Lens was explanted after the haptic tore off during insertion into the eye. Lens was explanted with no complications. Another hoya lens was inserted with no complications.